Event description:
It was reported that during a 4 level posterior lumbar fusion revision performed on (B)(6), 2013, while inserting the final polyaxial screw at s1, the pedicle was tapped with a 7.5mm reform tap and a 7.5mm x 45mm reform polyaxial screw was loaded and locked onto the driver and inserted. Following insertion the doctor decided to reposition the screw. The screw was removed and the pedicle was re-tapped with a custom 6.5mm cannulated pedicle screw tap. The tap was in approx three quarters of the way when it sheared off in the pedicle. The fractured portion of the tap remaining in the pedicle was then removed with needle nose pliers and the procedure continued.

Manufacturer narrative:
Device eval is in progress. Upon completion, a f/u medwatch report will be submitted.